Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule failed to attach. There was no harm to capsule and there was a repeat bravo procedure. There was no intervention required. There was nothing unusual about the patient or the procedure.